Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure in 2009, using a pinnacle anterior/apical pfr kit, the patient developed a hematoma in the rectovaginal fascia. The patient was admitted to the hospital at about two weeks later for "a couple of days," during which time the hematoma was drained. The patient was released from the hospital, and is now "fine". The physician stated he does not know what caused the hematoma; it was in the posterior compartment, away from the anterior mesh.